Event description:
It was reported that the patient felt uncomfortable possibly due to a fast heart rate. It was noted that the atrial lead was undersensing. The undersensing would cause the device not to mode switch. Sensitivity adjustments were made and the lead remains in use and will be evaluated at the next doctor visit. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.